Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported at 6:52 am her daughter activated a new pod and her blood glucose and insulin history is as follows: time: 9:04 am; bg (mg/dl): 298; bolus (u): 0.8; time: 10:45 am; bg: 317. The pod was deactivated. The patient's mother stated that cannula may be kinked. She was not completely sure; it was hard for her to see the cannula.